Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 1196 mg/dl. The customer cause of emergency room visit was heart attack, kidney failure, infections, diabetic ketoacidosis. The customer stayed in the hospital for 11 days. The customer was successfully assisted with adjusting the bolus wizard settings.